Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 600 mg/dl and treated with syringe and declined troubleshooting for the same. Customer also reported the no delivery alarm on the insulin pump wen giving a bolus and unable to troubleshoot no delivery as this is a past event and nothing is currently. Customer advised to monitor set if he were to go into another hot tub. The device will be returned for analysis.